Manufacturer narrative:
(B)(4). Report source, foreign event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the inner pouch was damaged.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual checks: the returned mlry-hd rnglc shl 42mm/l20 has been visually checked with the following observations found:- 1. The device pouch is damaged on all returned devices, where the device fin has created a hole in the pouch. 2. No damage has been found on the external wall of the blister. 3. No damage has been found on the internal wall of the cardboard carton. 4. Foam particles are evident on the pouch on all returned devices. 5. All primary sterile barriers (tyvek to blister seal) are complete and not damaged. 6. All labelling information is correct. 7. The returned devices were within their defined shelf life. I.e. Not expired. Documentation review: the manufacturing records have been checked for manufacturing review, rework and scrap activities. With the following observations:- mhr -1738975 1. 6 devices on manufacturing run. 2. 5 devices packaged and distributed. 3. 1 device was scrapped due to a tooling issue where the jaws holding the device damaged the tabs on the shell. The ¿bill of materials¿ on sap has been checked against the manufacturing history record with no deviations found. The device has been visually examined which has concluded that damage to the implant pouch has occurred most likely due to the device fins breaking through the pouch, and as a result, compromising the secondary sterile barrier. An increase in complaints received prompted further investigation and as a result, a hhed (2017-032) was initiated to assess patient risk. A risk assessment using product sales verses complaints has been completed and has confirmed the risk has not been exceeded and therefore there is no risk to patient safety. An engineering change notice (ecr227808) was completed and new packaging was implemented into the process on the 14th march 2016, therefore the new packaging is now in circulation. However, the devices returned for this product evaluation were packaged using the old configuration. No complaints for damaged packaging have been recorded for the new packaging configuration.